Event description:
Manufacturer's investigation unit found the display of the meter is defective. No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.